Event description:
It was reported that this right ventricular lead experienced fracture. Additionally, the patient experienced a syncope episode, the patient has not been feeling well and is feeling anxious. Further review of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).